Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The united states of america customer reported "some slides are not getting hematoxylin during the runs." Additionally, the field service engineer (fse) noted, the issue "allowed air into the liquid system." The field service engineer repaired the instrument by aligning the tubing which resolved this malfunction. Per documentation, customer is able to continue testing on alternate instrument. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.